Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that this issue was caused by the computer. Once the computer was replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned computer determined that the failure of the computer was related to a software issue caused by a firmware. Pcoip client was tested and found to boot cycle every 3-5 minutes of operation and continued to do so. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera cart monitor will become unresponsive, show the pc over ip (pcoip) logo on the monitor, then state attempting to communicate with ip xx.xx.xx.xx. The monitor will not react to touch during this time, then the monitor will state it can't make a connection. The screen will then go black, and the navigation screen will reappear. The camera has a green light the entire time this is occurring. There was no patient present when this issue was identified.